Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. A 6.0 x80 135cm charger balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure completed with another of same device. There were no patient complications nor injuries reported.